Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023, the patient was at a pool hall with friends. The patient suddenly became very confused and frustrated. He eventually ¿blacked out". Emergency medical service (ems) were called and when they arrived, the patient¿s cgm was reading 70 mg/dl and the bg meter was reading 45 mg/dl. The patient recalls regaining consciousness while in a wheelchair connected to an intravenous (IV) with emergency medical services (ems) attending to him. Once the patient regained consciousness, ems treated the patient with a reese¿s candy bar and had the patient transported to the hospital. The patient had an x-ray and lab work done at the hospital. However, no further medications were provided. The patient was discharged home a few hours later. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.